Event description:
New information received notes that patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead exhibited loss of capture and high pacing impedance. Programming changes were made. The patient was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the left ventricular lead exhibited high pacing impedance. Programming changes were made. The patient was stable.